Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep performed several tasks including replacing the ps3 power supply and reseating the pins in the footswitch that were unseated. The system operates as intended.

Event description:
It was reported that the 9800 system locked up, all mf control panel lights were illuminated, the x-ray on lamps were lit, and the mf fluorescent display indicated all squares during a case. The system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.